Event description:
A hosp reported that the resistance of the inspiratory tube of the rt340 adult breathing circuit was higher than normal after 2 days of use. No pt consequence was reported.

Manufacturer narrative:
The rt340 breathing circuit is not available in the USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit and the adult version of an evaqua expiratory limb. The resistance on the inspiratory heaterwire of the returned breathing circuit was measured. Results: the resistance of the inspiratory heaterwire was above the required spec. Our records indicate that this is the only complaint of this nature rec'd for the given lot #. Conclusion it is not possible to ascertain the exact cause of the failure, but it is likely that there is an intermittent connection in the overmould plug.